Event description:
During placement, the guidewire frayed when the user tried to remove it from the introducer. The user then removed the intro needle, but the guidewire remained in the pt. The pt was sent to ir to have the guidewire removed.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.